Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had alarmed multiple no delivery alarms. Customer's blood glucose was over 600 mg/dl. During troubleshooting, customer reported the insulin did exit during manual prime. Customer was advised the alarm was caused by the set and reservoir occlusion. Customer wanted the infusion sets replaced. Customer will not be returning the device for analysis.